Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and found that the helix disengaged from the helical channel. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, there was blood in/on the helix mechanism, and there was a tip seal observation.

Event description:
It was reported that the helix would not re-deploy after attempting to reposition the lead during implant. Lead was explanted and replaced. As a result of the explant procedure there was apparent damage to the insulation. No patient complications were reported as a result of this event.